Manufacturer narrative:
G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. H3: product analysis: evaluation determined that the tool bur wobbled due to breakage of the tip bearing was observed. The reported malfunction of heating was not confirmed. However, it was also noted that scratches, dents and deterioration of the markings was also observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use the device was getting hot and vibration was also observed. There was no known patient impact reported. Additional information received on evaluation sating that the tip of bearing was broken made this event reportable.